Manufacturer narrative:
(B)(4). Method: the complaint rt013 adapters were not returned to fisher & paykel healthcare (f&p) for evaluation. Our investigation is thus based on the information and photo provided by the customer and our knowledge on the product. Results: visual inspection of the photo revealed that the tubing of the rt013 was found to be pulled apart near the circuit connector. Conclusion: from this information it appears that the reported issue is user related, rather than an inherent device failure. All rt013 mask interface adaptors are visually inspected for defects prior to leaving production. Those that fail this inspection are rejected. The user instructions which accompany the rt013 contain the following warning: do not crush or stretch tube.

Event description:
A distributor reported on behalf of a healthcare facility in (B)(6) via a fisher & paykel healthcare (f&p) representative that a tube of the rt013 interface adaptor was damaged. There was no patient involvement.